Event description:
It was observed that during the device evaluation, the rigid video scope exhibited foreign material in the coverglass of the insertion section and poor image quality. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coverglass of the insertion section contains foreign material and therefore the image quality is poor. The investigation findings do not lead to a clear conclusion about the cause of the adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.